Event description:
A customer reported a broken cryocyte bag. The location of the break is unk to customer. The bag contained 76 ml of hpc-a cells, 76 mls of which were infused into the pt. The customer did not provide information regarding the pt impact of the break. Customer did not provide information regarding engraftment. The bag was frozen one month. This complaint was reported in conjunction with rpeorts of 24 other broken cryocyte bags from the same customer during the timeframe 2005-2006.